Event description:
It was reported that the physician was using a stent graft on a stenosis in a dialysis graft. He used a 0.035 guide wire and no sheath. The site was in the left upper arm. As he attempted to deploy the graft, he felt tension and stopped. He tried again and was unable to deploy the stent. He then noticed that the marker band had separated from the catheter and was free floating on the wire. He decided to remove the entire device and had to do a cut down procedure to remove the marker band. He did not lose access, as the wire remained in the pt. He used another stent graft, without incident, to complete the procedure.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this prod and the prod was found to have met all specs prior to shipment. The sample was returned and evaluated. The safety clip was missing. The tuohy borst adapter was closed, the 2-way stop cock was open. The distance from the tb adapter to pin vice handle was 120 mm. There was a kink in the outer sheath at the guiding tube. The stent graft was partially released for 35 mm from the tear off site. The inner catheter and filling material protruded 45 mm from the outer sheath. The tip of the outer sheath was torn off and included. The tear-off site was 3 mm proximal to the marker band. The complaint is confirmed. The sheath material was elongated at the guiding tube and in the area of the tear off which indicates the occurrence of high mechanical forces during deployment. Based on the info rec'd and the investigation of the sample, the root cause for the detachment of the tip could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.